Event description:
Per a user facility medwatch form, stapler used on patient during previous surgery. Patient returned with leak at staple line. Device is not available for return. Additional information being requested.

Event description:
It was learned through the response of a related event that the patient has expired after implant duration of approximately 0.07 months. It is listed on the death certificate that the patient expired due prosthetic aortic stenosis and coronary artery disease.

Manufacturer narrative:
Once the device is evaluated, a follow up report will be submitted.

Manufacturer narrative:
(B) (4) corrective and preventative action (CAPA) (B) (4) has been initiated to investigate low drain volume alarm complaints. (B) (4) was initiated to investigate increased intraperitoneal volume / overfill reports. The probable cause for all three iipv events was determined to not be a device malfunction. Rather, the probable cause was determined to be that the minimum drain volume % value was set too low for this patient. The present labeling states, "if the minimum drain volume % is set too low, an incomplete drain could result. This could result in an overfill of solution. An overfill may result in a feeling of abdominal discomfort, and in some circumstances may cause injury to the patient."

Manufacturer narrative:
Device evaluation: the device was evaluated by baxter's product analysis laboratory (pal). The device had a reload set 152 alarm (volumetric standard right pressure leak): assignable cause: damaged / leaking vsr transducer tubing. The device passed the electrical safety analyzer test. Once made operational, the device passed all testing pertaining to temperature and volumetric accuracy. A simulated patient therapy was performed using the patient's therapy settings with no problems encountered. There were 3 increased intra peritoneal volumes (iipv's) found during review of the logs. The first iipv was found during the therapy started in 2009, cycle 4 and had an ultrafiltration (uf) of 1611 milliliters (ml). The probable cause for the iipv is insufficient drain. There were one or more cycles that advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. The second iipv was found during the therapy started six days later, cycle 4 with a drain volume of 4209ml. The probable cause is insufficient drain. There were one or more cycles that advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. The third iipv was found during the therapy that was started the following day, cycle 3 with a drain volume of 4103ml. The probable cause is insufficient drain. There were one or more cycles that advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. The reload set 152 alarm would not have caused or contributed to the home patient passing away or to the instances of iipv revealed during review of the logs. A review of the device service history for this particular homechoice revealed the previous swap was unrelated. The device will be routed to the service area where all transducer tubing will be scrapped.

Manufacturer narrative:
The device was returned to the product analysis lab (pal) for investigation into the reported event of the home patient passing away while still connected to the device. At the time of the event the device was alarming during drain 4 of 4, just before the end of therapy. The alarm was not known.the device was received at the baxter's facility operational and in good condition. The therapy, alarm and event logs were downloaded. The rite (return instrument test / evaluation) was performed by the product analysis lab. The device passed the rite electrical test but failed the rite functional test due to a repeating rls (reload set) 152 (volumetric standard right pressure leak) alarm. The device was diagnosed using the crt (cycler remote toolbox ) software which revealed a leak in the vsr (volumetric standard right) chamber. An internal visual inspection of the device revealed the vsr transducer tubing was damaged and leaking. No other problems were found. The vsr transducer tubing was replaced and retested. No leaks were detected. A simulated patient therapy was performed using the patient's therapy settings with no problems encountered. The device was then tested for temperature accuracy. A fluke' hydra data acquisition unit coupled to a rtd temperature probe was used to sample the bag temperature at 5-minute intervals during an additional therapy. During fill mode, with the comfort control setting set to 36° c, no fluid temperatures were recorded that were outside the specified delivery range per section 12.1 of the patient at-home guide. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated patient for each exchange using a sartorius digital scale was within design specifications per section 12.1 of the patient at-home guide. A review of the event log confirmed the unknown alarm at the time of the reported event as a low drain volume alarm. A low drain volume is an auto restart alarm that occurs due to a slow-flow and/or no-flow condition occurring before the programmed minimum drain volume % was completed. If a slow-flow and/or no-flow condition occurs above the minimum drain volume %, the device will advance to the next fill cycle. The home patient's minimum drain volume % was set at 85%. Two instances of iipv (increased intra-peritoneal volume) were found in the event log (occurrence dates 2009 / cycle 4 / 4209 ml & the next day / cycle 3 / 4103 ml). Iipv is defined as an increase in either residual, fill, or ultrafiltration volumes. Increased volumes are in turn caused by insufficient dialysate drainage, excess fluid infusion and excess ultrafiltration. Due to the size of the home patient as defined by the lpfv (largest prescribed fill volume) and the fill mode, the criteria for iipv for these instances is ((drain-lpfv)/lpfv) > 0.6. The home patient's largest prescribed fill volume was set at 2500 ml. A review of the device's uf log revealed a third instance of iipv (therapy started eight days prior to event / cycle 4 / 1611 ml uf). The uf log does not include the drain volume. To calculate the drain volume, add the uf removed to the lpfv. The alarm log did not show any occurrences of rls 152.the probable cause for the low drain volume was undetermined. However, it was reported the home patient would have to get up and move around in order to improve drain flow indicating a possible catheter positioning issue. The probable cause for the three iipvs (increased intra-peritoneal volume) was determined by the use of the homechoice iipv decision tree / flow chart. The decision tree flow chart is a systematic review to efficiently identify the potential cause using iipv criteria from the hemodialysis, peritoneal dialysis and software clinical hazards document. The probable cause for all three instances of iipv was determined to be: insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. The minimum drain volume % was set at 85%. The assignable cause for rls 152, which occurred during rite testing, was determined to be a leak in the vsr chamber due to a damaged vsr transducer tubing. There is no evidence of this leak occurring during the home patient's therapies or any indication the leak may have caused or contributed to the home patient passing away or the instances of iipv.

Event description:
The patient was admitted from the md's office with concerns for infected ICD pocket site with erosion, noting exposure of leads. A wound culture was obtained and this did show staph aureus, which was oxacillin resistant. The patient underwent extraction of ICD and a drain was placed by the md. A tee (transesophageal echocardiogram) was also performed during this procedure and there was notation of a possibility of vegetation present on the lead within the atrium. But there was no evidence of that when the lead was removed/extracted. The patient was initiated on vancomycin 1 g IV the day before the procedure. The day after the procedure, the patient was switched to cefazolin after cultures came back oxacillin resistant staph aureus. Two days after the explant, the patient went back to the operating room for implantation of a vvi-ICD on the right side. It was a medtronic, model d274vrc. The patient tolerated this procedure well.

Event description:
In 2009, the patient's peritoneal dialysis (pd) nurse contacted baxter to report a patient's death. The nurse stated the patient was found dead the same day, and was still connected to the homechoice device. Per the reporter, the patient had an extensive cardiac history. The death was not related to dianeal. An autopsy was not performed. The cause of death is unknown. It is unknown if there was a device malfunction. The nurse would like a letter with results of evaluation when the investigation is complete. On september 22, 2009, the following information was obtained from the pd unit supervisor: the wife of the home patient called the peritoneal dialysis nurse and told her that the patient passed away. The wife explained that she heard the homechoice machine alarming and went upstairs to wake up the patient. The machine was alarming (alarm unknown) during drain 4 of 4, just before the end of therapy. The wife found the patient lying across the bed and tried unsuccessfully to arouse him. The wife called the paramedics who tried to revive him, but the attempts were unsuccessful. The medical examiner came to the home and disconnected the patient from the homechoice machine. The wife had stated that the machine had alarmed in the drain phase of therapies performed before, and the patient would get up and move around to drain better. The cause of death is still unknown. A copy of the death certificate/death notification record was not available. It is unknown how much the patient weighed before and after the therapy performed on the date of death. Further information was not available.